Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the blue (+5v) wire was open in the distribution node to front therapy electrode cable. The cause for the alarms was the open wire. The root cause for the open wire could not be positively identified but was likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report adjust belt and check belt messages. The pt was issued a replacement electrode belt.